Manufacturer narrative:
Date of event: (B)(6). Date of report: 29aug2019. No additional information was provided on the repair/service of the device this MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the positive end-expiratory pressure (peep) is unstable. The customer reported that the device was in clinical use at the time of the reported event however, there was no patient or user harm.